Event description:
The lead was returned to the manufacturer after being explanted with no information. The lead subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and primary findings revealed that the outer insulation had breached environmental stress cracking (esc). Blood/body fluid was present on all conductors (not obstructed). The outer insulation had cosmetic environmental stress cracking and a cosmetic depression.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed and primary findings revealed that the outer insulation had breached environmental stress cracking (esc). Blood/body fluid was present on all conductors (not obstructed). The outer insulation had cosmetic environmental stress cracking and a cosmetic depression.